Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (implantable neurostimulator) experienced intermittent ¿shocking¿ sensations on and off for the past 6 months, and the ¿shocking¿ started again a couple of days prior to the report. The patient no longer had external equipment to turn therapy off. The implantable neurostimulator was reported to be nearing end of service, estimated in approximately 20 days. The caller was transferred for further support, and the caller stated they were trying to obtain a referral for the patient.